Event description:
It is alleged that a (B)(6), male, pt, received coolsculping treatment (B)(6) 2012. The pt received one treatment with the 8.0 applicator to lower abdomen and a total of 2 cycles on each flank with a 6.3 applicator. The office reports all treatments were uneventful. Post treatment with the 8.0 applicator to lower abdomen and a total of 2 cycles on each flank with a 6.3 applicator. The office reports all treatments were uneventful. Post treatment phase was also unremarkable. Approx 14 weeks following the treatment, the pt returned for a follow-up and was examined by the physician who reported zero results with treatment only a very noticeable increase in fat in the areas that were treated. The consistency was described to be "soft" like normal fat tissue. On (B)(6) 2012, the office notified zeltiq of the examination. On (B)(6) 2012, the office faxed clinical notes to us that indicated the physician recommended liposuction. As of (B)(6) 2012, the physician confirmed that liposuction is needed in order to "reduce the enlargement and meet the pt's expectation." This case has also been reported for ez app. 8.0 in MDR 3007215625-2012-00008. A follow-up report will be made to the agency if and when new info is received about this case.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather add'l info. Per the physician's office all the procedures were conducted successfully with no malfunctions. Zeltiq reviewed the system logs and confirmed no system malfunction occurred during treatment.